Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional who reported that the patient¿s altered mental status was likely related to a uti (urinary tract infection). The altered mental status was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
The main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2018, it was reported that the patient was admitted to the hospital for altered mental status. The hcp provided images to confirm that the patient's pump orientation was correct and the pump was not flipped. No further complications were reported.